Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/22/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor siltex round moderate profile 350cc saline prosthesis, catalog: 3542655, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with mentor siltex round moderate profile 350cc saline implants on (B)(6) 2017 experienced a right implant deflation that was noted on (B)(6) 2018 and confirmed with physician upon physical exam completed on (B)(6) 2018. The physician also noted some obvious left breast rippling & baker grade I capsular contracture. The patient underwent bilateral revision mastopexy, and bilateral removal of her implants without replacement on (B)(6) 2018. Upon explantation, the right implant was noted to be deflated and the left side capsule was somewhat thickened and sent to pathology for evaluation. Results were not provided. The patient developed a post operative left breast seroma and potentially some cellulitis that was observed on (B)(6) 2018. The patient underwent seroma aspiration on (B)(6) 2018 where 40 cc of serosanguinous drainage was retrieved using a syringe and 18 gauge needle. Antibiotics were prescribed. The patient required an additional seroma drainage on (B)(6) 2018. The right sided deflation had been previously reported under 1645337-2018-06579. On (B)(6) 2018 mentor received additional information reporting left sided capsular contracture, rippling, and seroma. This report relates to the left side.